Event description:
It was reported that patient underwent primary surgery on (B)(6) 2005. Revision procedure was performed on (B)(6) 2012 due to bearing fracture. No further information has been received.

Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacture date - unknown.

Manufacturer narrative:
The retrieved oxford bearing has clear evidence of high wear, which could probably in part be attributed to third body damage, incongruent articulation and impingement. It seems plausible that such resulting high wear led to elevated and abnormal stresses, and subsequent oxidation, embrittlement and fatigue of the polyethylene, to the point of fracture of the part. Using the evidence supplied, it is clear that the failure process of the retrieved bearing was multi-factorial. MDR report #1825034-2012-00672 was also submitted by biomet orthopedics for this event before it was discovered the item was manufactured in biomet (B)(4). That MDR report should be disregarded as it is a duplicate of this report.